Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain and malignant pain. On (B)(6) 2018 it was reported that the patient went to the hospital complaining of withdrawal symptoms. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the company representative interrogated the pump and the pump was operating normally, no motor stalls had occurred. The company representative reported the data to the physician and shared the patient concern about the catheter. Surgical intervention did not occur and it was unknown if it was planned. It was unknown if the issue was resolved at the time of the report and it was noted that the healthcare provider would not have further information regarding the event. The patient status was noted as alive no injury and no further complications were reported. Additional information was received on (B)(6) 2018 from a healthcare provider via a company representative who reported that the patient was experiencing withdrawal symptoms and the pump was interrogated. The pump was fine so the patient thought since their catheter was older it might be the catheter. The patient¿s pump was just implanted on (B)(6) 2018. The patient expressed loss of pain relief. The actions and interventions taken to resolve the patient¿s catheter concern was that the concern was shared with the physician about the catheter and the reporter was waiting to see what his next actions would be. In regards to the patient¿s weight it was noted that the patient didn't share. The catheter was still implanted and awaiting the physician¿s actions. No further complications were reported.